Manufacturer narrative:
Correction from a serious injury report to a malfunction report, there were no adverse events reported. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. Analysis of the log file provided by the account confirmed slights elevations in power; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log file revealed transient power elevations up to 8.6 watts were recorded on (B)(6) 2021. The pump remained above the low-speed limit and appeared to be functioning as intended. The heartmate ii lvas instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26mar2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for review. Log file submitted revealed elevated power and flows above normal parameters. Power cable disconnects that occurred while on batteries. Additional information requested but not provided.